Event description:
A 3.0mm diameter by 15mm length s7 stent delivery system was inserted in an attempt to direct stent a lesion in the right coronary artery. The artery was reportedly dissected during the inflation of the delivery balloon at 8 atmospheres of pressure. The stent delivery system was removed from the pt. Under fluoroscopy, it was noticed there was no stent deployed at the target lesion. They searched the sterile field and found the stent off the delivery balloon on the sterile table. The dissection at the target lesion was treated with the successful deployment of another s7 stent. There is no add'l clinical sequelae reported related to the event. The slight calcification and no pre-dilatation may have contributed to the event.